Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the elective replacement indicator (eri) message on the implantable pulse generator (ipg). The physician noted that battery depletion occurred quicker than expected. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively well postoperatively.